Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose readings were really high. The blood glucose reading is 500 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed functional tests including the displacement, rewind, basic occlusion, occlusion, prime, no delivery, and motor tests. No motor error alarm was noted. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.